Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump displayed illegible lines across the screen, consistent with a screen visibility malfunction, and the device was replaced. Symptoms included no reported impact to blood glucose. Outcomes included continued use of the cgm with a phone or receiver while awaiting the replacement device. Investigation included review of customer-provided images and coordination for device return and replacement and inspection of returned device. Investigation of this device revealed a display/screen failure on the pump the device was exchanged to restore function. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display.